Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The root cause of the defective charger could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger would not recognize a battery pack.